Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that control solution tests performed on the subject meter were falling outside of the specified control solution range. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.